Event description:
It was reported that the dealer was called to service the ventilator because the pt turned blue when connected to the ventilator. The pt was not on the ventilator when the director of clinical svcs arrived. The director of clinical svcs conducted a ventilator check-out and the ventilator passed all tests. The father put the pt back on the ventilator and the pt was breathing 16 bpm. After 5 mins, the pt stopped breathing and started turning blue before the apnea alarm went off. The pt's father reported the ventilator was "bad" and not working. The pt was taken to the ER and placed on another ventilator.

Manufacturer narrative:
Na